Event description:
Subject is enrolled in the apt (104) study and during the phone contact ( (B)(6) 2023) at the 3-year mark indicated she was not satisfied with the results of her knee replacement. This was a phone contact between the study coordinator and the subject. Additional comments: pain comes and goes, applies asper cream at times. Subject stated that (pain) is not constant and she doesn't desire to follow up with a physician. Subject refuses follow up with physician and therefore, there is no additional information regarding professional assessment of the complaint by subject. All poly tibia study. Right knee.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 r-cem; cat# 5510f302; lot# jrh2e. Triathlon asym patella a32x10; cat# 5551l320; lot# lkb292. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a triathlon tibial component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient is experiencing pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.